Event description:
Reporter noted during a left eye posterior vitrectomy, system continued to aspirate without foot being on footpedal; resulting in a hole in the retina. The case was completed, but at the end of the procedure system displayed an error message and unit was unoperable.